Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that device was not able to be interrogated during a follow-up in clinic visit. The battery longevity of the device had read 3.8-4.2 years at the last follow-up that had been six months ago. The device was explanted and replaced. The patient did not experience any adverse consequences. Patient was stable before, during, and after the procedure.